Event description:
On b)(6) 2026, the patient underwent a dialysis catheter placement using the glidepath hemodialysis catheter. During the procedure, and under ultrasound guidance, multiple attempts to puncture the vessel with the needle from the hemodialysis central venous catheter kit failed to obtain blood return. Inspection revealed that the needles connection port had ruptured, causing loss of negative pressure and preventing aspiration. Additionally, blood flow through the catheter was inadequate for hemodialysis. The catheter and kit were subsequently replaced with a dedicated hemodialysis central venous system, after which hemodialysis proceeded normally. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records will be performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.